Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The procedure was performed under monitored anesthesia care (mac). After the procedure, computed tomography (CT) simulation was performed and showed the hydrogel was mostly midline and into the patient's right, with little coverage on the left. There appeared to be a lot of rectal indentation, including at the apex where is no room for the rectum to move posteriorly in response to the gel. Magnetic resonance imaging (MRI) was performed and showed a definite rectal wall invasion. Most of the gel was in the wall anteriorly. The patient was asymptomatic and will received external beam radiation therapy (ebrt) with 70gy x 28fr.